Manufacturer narrative:
(B)(4). The device was received and evaluated by baxter. The evaluation confirmed the reported system error 322 and determined the cause to be a failing upper latch switch. The upper auxiliary will be replaced.

Event description:
It was reported that a pump is alarming system error 322. There was no reported patient injury.